Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment using two conformable gore® tag® thoracic endoprostheses for a thoracic aortic dissection. The first device was deployed distally without issue. When the physician attempted to deliver the second device tgu373720j, he felt some resistance and found there was a contrast catheter in the sheath. The delivery catheter and the contrast catheter were then removed. Reportedly, there also appeared to be resistance when removing the delivery catheter. The delivery catheter was inserted again, and the stent graft was successfully deployed on the proximal side. When the delivery catheter was removed again, the leading olive was broken within the sheath. The detached olive was removed from the patient's body with the sheath together. Once removed the procedure was reportedly completed without any additional issues. The patient tolerated the procedure. The physician stated ¿that there is a possibility of overtightening the sheath valve. Reportedly, when the delivery catheter was removed initially, the leading olive might have loosened.¿